Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694052 ra lead, implanted (B)(6) 1999. 511211 lv lead, 511211 lv lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited varying and high impedances on the superior vena cava (svc) coil. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.